Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 30-aug-2023. H.6. Investigation summary: bd japan received three (3) samples and attached two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k had an underfilled tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this is a report about an underfilled tube. The correct amount of blood could not be collected. The negative pressure of the blood collection tube may have been low.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k had an underfilled tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this is a report about an underfilled tube. The correct amount of blood could not be collected. The negative pressure of the blood collection tube may have been low.